Event description:
Caller reported an occlusion alarm. There was no adverse impact to the customer¿s blood glucose level. Caller declined troubleshooting for the issue, therefore no additional information was obtained.